Manufacturer narrative:
Exact date unknown, event occurred since the device was implanted. Additional suspect medical device component involved in the event: product family: scs-linear, leads upn: m365sc2366700, model: sc-2366-70, (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads will not be returned, as they were discarded by the medical facility